Event description:
Patient spontaneously reported that she was not able to talk for a few weeks after she received the first injection and no longer on medication. No further injections administered. Md aware. No further information provided. All known information is contained on this form. Nay additional information will be provided on a separate medwatch report. Reported to (B)(6).